Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that device interrogation was performed, and high right ventricular (rv) pacing thresholds and high rv pacing impedances were observed. The rv pacing impedance, five months ago, was around 800 ohms. More recently, however; the rv pacing impedance was around 1800 ohms. The representative also noted, upon results of device interrogation, it was discovered this patient had an infection. As a result, this cardiac resynchronization therapy defibrillator (crt-d) was explanted along with the associated leads. The plan is to implant a new device system at a later date. No additional adverse patient effects were reported.